Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. The sample was not returned. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information was requested on (B)(4) 2011, (B)(4) 2011, (B)(4) 2011 and (B)(4) 2011 by phone, fax, and mail. A completed questionnaire was received on (B)(4) 2011. (B)(4). This report was mailed to FDA on: 05/06/2011. (B)(4).

Event description:
A surgeon reported an intraocular lens (iol) was exchanged due to a spike in intraocular pressure (iop). In a follow up, the surgeon reported the iol was placed in the sulcus due to a rent in the anterior capsule. The patient had a spike in intraocular pressure noted approximately three weeks postoperative. The patient was referred to a different surgeon and the iol was removed and replaced for a different model lens. The surgeon reported the patient continued to have spikes in his intraocular pressure and a different surgeon placed a glaucoma mini-shunt for control of the iop. In the opinion of the surgeon, it is unknown if the iol caused or contributed to the event. The surgeon reported the use of an unapproved viscoelastic during the initial surgical procedure.